Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified superficial femoral artery. A 6 x 200 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. There were no issues noted with the pta catheter during unpacking, inspection and preparation. The pta catheter was advanced with a little resistance felt to the lesion and crossed. On the first inflation attempt to 6 atmospheres a leak was observed at the hub. Another unspecified balloon catheter was used to complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak when the balloon catheter was pressurized. A search of the complaint handling database was performed and there were no other complaints identified from this lot related to hub leaking issues. Based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was potentially related to hub assembly during manufacturing and corrective and preventative actions were implemented. The performance of these devices will continue to be monitored.